Event description:
The manufacturing reported that the patient was experiencing numbness in his extremities was diagnosed with an inflammatory mass. The patient underwent emergency surgery to remove the mass and the catheter tip surrounding the mass was also removed. The open ended catheter was left in the intrathecal space and the pump was set to minimum rate. The drug is unknown, however, the concentration was 50 mg/ml and the patient was receiving 24.68 mg/day. At the time of the report, the patient was in recovery; final patient outcome is unknown.